Event description:
The below report was received by health authority (reference number: (B)(4)) on 11-jul-2024. This spontaneous case was originally reported by a physician and describes the occurrence of allergy to metals ("allergic skin sensitisation to metals nickel") and peritonitis ("abdominal inflammation and discomfort") in a female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned allergy to chemicals (para-phenylenediamine and textile dyes). In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced allergy to metals (seriousness criterion intervention required), peritonitis (seriousness criterion medically important), migraine ("migraines being treated for 5 years"), alopecia ("alopecia for 8 years"), abdominal discomfort ("abdominal inflammation and discomfort") and menstruation irregular ("irregular menstruation 1 year"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the outcomes for allergy to metals, migraine, alopecia, abdominal discomfort and menstruation irregular were unknown. No causality assessment was received for essure with regard to migraine, alopecia, peritonitis, abdominal discomfort, menstruation irregular or allergy to metals. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic skin sensitisation to: - metals: nickel - other products: para-phenylenediamine and textile dyes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on 11-jul-2024. The most recent information was received on 24-jul-2024. This spontaneous case was originally reported by a physician and describes the occurrence of allergy to metals ("allergic skin sensitisation to metals nickel") and peritonitis ("abdominal inflammation and discomfort") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned allergy to chemicals (para-phenylenediamine and textile dyes). In 2014, the patient had essure inserted. In 2016 she experienced alopecia ("alopecia for 8 years"). In 2019 she experienced migraine ("migraines being treated for 5 years"). In 2023 she experienced menstruation irregular ("irregular menstruation 1 year"). In (B)(6) 2024 she experienced allergy to metals (seriousness criterion intervention required). On unknown date she experienced peritonitis (seriousness criterion medically important) and abdominal discomfort ("abdominal inflammation and discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2024. At the time of the report, the migraine, alopecia and abdominal discomfort were resolving and the menstruation irregular had not resolved. The outcome of allergy to metals was unknown. No causality assessment was received for essure with regard to migraine, alopecia, peritonitis, abdominal discomfort, menstruation irregular or allergy to metals. The reporter commented: for event migraine- onset reported to be 5 years ago. Improvement after explanation (only 1 episode) for event alopecia - onset reported to be 8 years ago. Improvement after explanation for event abdominal inflammation & discomfort: no onset specified. Improvement after explanation for event irregular menses: onset reported to be 1 year ago. It persists, although in a smaller amount batch number -not included in the medical history. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic skin sensitisation to: - metals: nickel - other products: para-phenylenediamine and textile dyes quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jul-2024: patients age added 51 years old. Event outcome updated to recovering / resolving for events migraines, alopecia, abdominal inflammation & discomfort. For event irregular menses event outcome updated not recovered not resolved. Event onset dates updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on 11-jul-2024. The most recent information was received on 21-jul-2024. This spontaneous case was originally reported by a physician and describes the occurrence of allergy to metals ("allergic skin sensitisation to metals nickel") and peritonitis ("abdominal inflammation and discomfort") in a female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned allergy to chemicals (para-phenylenediamine and textile dyes). In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced allergy to metals (seriousness criterion intervention required), peritonitis (seriousness criterion medically important), migraine ("migraines being treated for 5 years"), alopecia ("alopecia for 8 years"), abdominal discomfort ("abdominal inflammation and discomfort") and menstruation irregular ("irregular menstruation 1 year"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the outcomes for allergy to metals, migraine, alopecia, abdominal discomfort and menstruation irregular were unknown. No causality assessment was received for essure with regard to migraine, alopecia, peritonitis, abdominal discomfort, menstruation irregular or allergy to metals. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic skin sensitisation to: metals: nickel - other products: para-phenylenediamine and textile dyes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jul-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.